Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 500cc gel breast prosthesis, cat. #3545007, lot #186552. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 500cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was diagnosed by an MRI scan. In addition, it was reported that the patient experienced capsular contracture (baker grade IV) in her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The medwatch report is for left breast prosthesis.

Manufacturer narrative:
On 06/04/2019, mentor received additional information about the event. The patient developed capsular contracture (baker grade iii) in her left breast. On 06/05/2019, mentor became aware that the patient would undergo explantation on (B)(6) 2019. On 06/17/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/24/2019, mentor became aware that the patient had her removed breast prostheses replaced with mentor memorygel breast implant 550cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/03/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture and capsular contracture in the breast implant. During analysis of the sample, it was found ruptured and parallel lines of shell wear and siltex cracking were observed, suggesting in-vivo folding or creasing of the device in the edges of the tear. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).